Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 190 units, and the fill estimate decreased to 0 units before any insulin had been delivered. The customer's blood glucose level was 133 mg/dl. The customer successfully reloaded the cartridge and received an accurate fill estimate, and resumed insulin delivery.